Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l info from importer report: 1018233-2012-01283: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "avaulta posterior". Add'l info from importer report: 1018233-2012-01283: avaulta posterior biosynthetic support system. Cat # 486020. (B)(6).